Event description:
It was reported a spectrum pump had false upstream occlusion alarms. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported false upstream occlusion alarms were unable to be reproduced, but were confirmed through review of the event history log. The eval found the fluid number readings form the upstream sensor were below spec which is known to make the pump more sensitive to false upstream occlusion alarms. The upstream sensor was replaced.